Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about one month post implant the right ventricular (rv) lead's threshold was suddenly high and had low sensing. The lead was revised and remains in use. However, it was noted that during the lead revision it took several attempts at placing the rv lead into an optimal spot. No patient complications have been reported as a result of this event.